Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a stored atrial tachy response (atr) episode. Technical services (ts) determined the episode was stored inappropriately, as this crt-d exhibited oversensing of surgical electromagnetic interference (emi) on the right ventricular (rv) channel. No adverse patient effects were reported. This crt-d remains in service.